Event description:
N/a.

Manufacturer narrative:
Unique device identifier: (B)(4). The accudrain was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed no anomalies were found that could be related to the reported condition. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The product was discarded by the customer. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the ins8401 accudrain with anti-reflux valve had been leaking from the cerebrospinal fluid (csf) access port. The set has not had to be changed. Additional information received on 02jun2020 indicated that the drain was inserted in the theatre and the system had been on for 24 to 48 hours. It was now draining at the time as it was clamped either side of the sampling port. The nursing staff noticed the patient¿s intracranial pressure (icp) being low and when checking, they noticed some fluid leaking from the port. The surgeon stated it had not been accessed at all since insertion.